Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed using the naked eye which observed a hole in the tubing. A functional testing was performed including clear passage and pressure testing which revealed a leak due to the hole in the tubing. The reported condition was verified. The cause of the hole could not be determined; however, the potential cause could be external damage during use or improper handling during manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the tubing above the roller clamp. It was further reported that the tubing was stuck in the roller clamp or shredded. This was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.